Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/ undefined pacing impedances, high short v-vs, and high rate non- sustained episodes that appeared to be noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.